Event description:
It was reported that six days after the implant procedure of this pacemaker, the health care professional (hcp) requested assistance for programming the non boston scientific right ventricular (rv) lead that has being exhibiting noisy signals and now low impedances out of range. Technical services (ts) provided programming options and the physician will program per discretion. The patient will be in continue monitor for any changes in this behavior. This pacemaker remains in service. No adverse patient effects were reported.